Event description:
Customer called wanting to order hard drive. No patient injuries were reported.

Manufacturer narrative:
The ge service rep installed the hard drive. The customer will install their own software. The system is working as intended.